Event description:
After 8 days post op from an acl and meniscus repair, I went to the surgeon and had minimal swelling, but the incisions were almost completely healed. As a precaution, steri-strips were applied using mastisol to secure them. Less than 24 hours later, I was having burning and itching and finally removed the steristrips. Everywhere the mastisol was applied had a raised red, warm to the touch rash with an extreme burning sensation and horrible itchiness. That was 4 days ago and even with benadryl every 4 hours and cortisone cream, the rash has continued to progress and spread. Did the problem return if the person started taking or using the product again? Doesn't apply. Do you still have the product in case we need to evaluate it? Yes.